Event description:
A surgeon reported a foreign body embedded in the lens following an intraocular lens (iol) implant procedure. If a follow up, the surgeon reported the lens was exchanged in a secondary procedure. Add'l info has been requested.

Event description:
Additional information was received reporting that the lens was scratched.

Manufacturer narrative:
Evaluation summary: the lens was returned submerged in clear liquid. The optic was torn into pieces with additional damage. A foreign material which appears slightly opaque under indirect lighting was observed adhered on the posterior surface of the optic. This thin linear foreign material is consistent with the shape of the artifact in the attached photo under different lighting results from the product history record review indicated the lens product met release criteria. The customer indicated the use of an approved cartridge a handpiece and viscoelastic. Product history records could not be reviewed for these products because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the complaint. A foreign material was observed adhered onto the optic surface which may have been interpreted by the customer as the complaint of foreign body embedded in lens. The origin of the foreign material is unknown however, upon cleaning the foreign material was of a jelly like consistency similar to the consistency of a viscoelastic and was removed from the optic surface. Due to the presence of solution the condition of the lens, and the viscoelastic type consistency of the observed material we are unable to verify that the foreign material was present when opened. This report was mailed to FDA on 09/19/2014.

Manufacturer narrative:
Eval summary: the product was not returned for eval. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number of any identification traceable to the mfg documentation. A photo was provided and evaluated. Circular and linear dark areas are observed near the edge of the lens. The product investigation could not identify a root cause for the reported complaint. Unable to determine the nature of the artifacts from the photo. (B)(4).